Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in the tibial artery. A 300cm v-14 controlwire was advanced through a 0.014 non bsc support catheter; however, the non bsc support catheter was kinked on the distal end with the v-14 controlwire. The physician was able to remove the wire through the kinked support catheter. However, the coating on the distal end of the wire was sheared off. The procedure was not completed due to the event. No further patient complications were reported and the patient's status was fine.